Manufacturer narrative:
Information was received indicating that the device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint from the biomedical engineer (bme) on the v60 ventilator reporting that when the device¿s software version was updated and the device restarted, the device never came back on or failed to power on. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical engineer (bme) troubleshot the device over the phone with a philips technician. It was concluded that the central processing unit (cpu) printed circuit board assembly (pcba) was corrupted somehow and needed to be replaced. After replacing the cpu pcba, the issue was resolved. The bme then called technical support to request assistance with programming the serial number and replacing the option codes. The rse instructed the bme on how to program the serial number and provided replacement option codes. The bme programmed the serial number successfully and confirmed that the option codes worked.